Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communications error consistent with a ble board communication malfunction; the alert persisted after a device restart, and the user was instructed to operate in bg run mode to maintain dosing until a replacement ilet could be provided. Symptoms included no reported glycemic symptoms and continued cgm visibility through the dexcom application. Outcomes included uninterrupted insulin dosing using bg run mode, continued cgm monitoring on the dexcom app or receiver, and planned replacement of the device with instructions to shut down the affected ilet and return it. Investigation included device history review, operational troubleshooting, and verification of alert persistence after restart. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.